Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. PMA supplement (B)(4) was approved by FDA on (B)(6)2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) for an unrelated issue. During the investigation, a reportable device malfunction was found. The monitor reset during pulse testing.